Event description:
Customer reporting discordant sars result. Customer states the patient was sars negative with clinic testing but was positive with an at home antigen test. Symptomatic status is unknown.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.